Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg) levels (40 mg/dl at its lowest) and glucose was consumed to address the low bg. The contact stated that the low bg was due to the basal insulin impacting the customer more than it usually did because the customer was currently on dialysis and the customer had also been eating less food than usual over the past few days. Tandem technical support advised the contact to discuss the event with a healthcare provider.